Event description:
It was reported that during preparation for a ptca procedure, the dilatation catheter tip was observed to be separated after the balloon was wiped down. The device was not used on the pt.